Event description:
It was reported via a received medtronic product return form that the patient died on (B)(6) 2015 due to sudep (as determined by coroner). The explanted products were received for analysis as well. A battery life calculation was performed for this patient's generator. The result revealed 0.0 years remaining until eri = yes. Analysis of the generator was completed. The unit was confirmed end of service as result of normal battery depletion. The received lead was not fully inserted into the generator header as received, although incomplete insertion likely occurred following death/explant, as there is no evidence of high impedance having been seen on this patient's device. The module performed according to functional specifications. Other than the lead connector not being fully inserted in the header lead cavity, there were no performance or any other type of adverse conditions found with the pulse generator. Device manufacturing records were reviewed and found all specifications met prior to distribution. Analysis of the lead has not been completed to date.

Manufacturer narrative:
Corrected data: type of reportable event; this information was inadvertently left off on mfg. Report #0.

Event description:
Analysis of the returned lead was completed. Note that a portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. X-ray images of the ¿as-received¿ product suggest the canted spring was making a good electrical connection to the lead¿s connector ring. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device.